Event description:
The customer reported that the unit of measurement setting of their freestyle flash meter changed. The meter is likely exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment. The customer's meter was replaced. The customer's meter has been requested for investigation.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through letter.